Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One tulip filter was returned. One secondary leg (= one "leaf") had fractured leaving two fracture surfaces and after removing some tissue from the filter a detailed microscopic investigation revealed no material defect, but a minor inclusion under the fracture surface in each wire. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record shows no nonconforming events. There was one other reported complaint for this lot number. There is no evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. After a dwell time of 2-4 years the fracture is considered caused by fatigue, but since the patient's medical records are unknown and since no imaging was provided, we are unable to determine, a definitive root cause for the filter to perforate the caval wall and come in contact with the spine nor to fracture. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip jugular vena cava filter placed in 2011 fractured at an unknown date or dates between 2012 and 2015. Two secondary legs fractured and perforated the caval wall. The filter was removed as the filter was no longer needed. One fractured secondary leg was removed from the patient; this secondary leg was through the caval wall and in contact with the spine. The patient had an osteophytic reaction. The second leg was left in the patient as the patient is asymptotic and the physician believes this is almost no potential for the leg to migrate. This information was relayed to the patient.